Event description:
The customer reported that while the unit was in use on a pt, the unit made a popping noise and smelled of smoke. An "error code #35" message was shown on the display. The customer cycled the power off and on and continued use of the unit until the pt was switched to another unit. Therapy was continued. No pt injury was reported.